Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing chronic pain at the implant site. The patient was not reimplanted as of the date of this report.